Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer¿s blood glucose level was 167-168 mg/dl. Although the touchscreen was initially unresponsive, during troubleshooting, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.